Event description:
The customer contact reported particulate. The plumset was to be used to deliver an unspecified solution. It was reported that when the plumset was removed from the packaging prior to pt use, particulate was noted inside the cassette, near the flow regulator of the plumset. The particulate was described as resembling a long, dark, black hair. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.